Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil at the middle portion of the lead. The reported event of insulation damage was confirmed. The cause of the reported event was due to external insulation abrasion which is consistent with friction to another device or feature of patient anatomy.

Manufacturer narrative:
Further information was requested but not received.

Event description:
During a revision procedure, insulation damage was visually confirmed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.